Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 300 mg/dl. Customer felt dizzy and fell on the bed. Customer was hospitalized due to vertigo. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined further troubleshooting and reported excessive no delivery alarms. During troubleshooting for no delivery alarm, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer ran an additional 5.0 unit fixed prime. Customer was advised that issue may have been due to occlusion. Customer advised that cannula was not bent. Customer also reported that a previous infusion set had fallen out when pulling up her pants.